Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during continuous renal replacement therapy (crrt) with a prismax control unit and a prismaflex set, a patient experienced several clotting incidents over the span of five days despite using different types of anticoagulants. Extracorporeal blood was not returned to the patient. Blood loss was approximately 800 ml. No patient symptom was reported, however, the patient received blood two blood transfusions on the sixth day and one blood transfusion two days later. Negative access alarms were generated around 20-30 times in 24 hours. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.